Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that emergency medical services arrived and took them to the hospital on (B)(6) 2024 at 5pm due to hypoglycemia. User was also unconscious. Blood glucose at time of event was 14 mg/dl. User was given glucose and dextrose/ IV. When asked what led up to the event, they stated they were not getting any alarms when they got low.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 14 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, ems/ambulance/ER visit, other, IV insulin drip (intravenous insulin infusion), glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-342, mmt-7040a, mmt-1884, mmt-431ag. Customer was using the auto mode/smartguard feature at the time of the event. Low bgs/over delivery customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.